Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported a patient underwent an initial hip arthroplasty on an unknown date. During the procedure, the threads of the inserter broke during impaction. No pieces fell in to the patient and there was no delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause could not be determined. Further investigation was initiated to address the reported issue. It was deemed no further actions necessary.